Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed and the machine alarmed. Estimated blood loss was 400cc's. Blood test strips were not used, blood was visible. Pt had no adverse effects. No medical intervention was required. The sample was discarded; sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.